Manufacturer narrative:
Event date is unknown. The method/ results/ conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
It was reported that the patient is experiencing ineffective therapy. Reprogramming was performed without success. As a result, surgical intervention may take place.

Manufacturer narrative:
Corrected data: based on new information, this device is no longer reportable as no surgical intervention was performed against the lead.

Event description:
Based on information obtained, this device was inadvertently reported on.